Manufacturer narrative:
.

Event description:
The customer reported the device failed to power up on ac or battery power. The battery was replaced, but the device would not power up on ac power alone. There was no adverse impact to the patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device failed to power up on ac or battery power. The battery was replaced, but the device would not power up on ac power alone. There was no adverse impact to the patient.